Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's low, medium and high volume all sounded the same. Customer's blood glucose was not impacted. Although multiple attempts were made by tandem technical support and clinical diabetes specialist to obtain additional information, customer did not reply.